Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: upon visual inspection of the abutment, it was noted that the ceramic sleeve is separated from the internal zireal titanium core. The ceramic abutment sleeve is also cracked. Only a portion of the component was returned. The correct screw was used and was also returned. The failure was verified to be a separation, due to glue residue found on component interfaces. A potential cause is a possible manufacturing issue related to glue. There are (B)(4) pieces remaining in inventory from the lot of (B)(4). This is the only complaint reported for this lot to date. There are no ncs reported in manufacturing for this lot.

Event description:
The doctor stated that the abutment fractured with a loss of crown after years of being placed. The implant remained intact. There was no patient infection or injury.